Manufacturer narrative:
(B)(4). Batch # p5887g. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the " knife was stuck. Didn't go through tissue" had the device delivered any staples? If yes, was the staple line complete? Response: the knife didn¿t go forward at all. It stuck.

Event description:
It was reported that during an unknown procedure, the knife was stuck. Didn't go through tissue. New product was used. There were no patient consequences reported.